Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted. Additional information indicates the patient was hospitalized and received both oral and IV antibiotics. The infection has since been resolved.